Manufacturer narrative:
H.6. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found breaking during use. The following has been provided by the initial reporter: at 14:30 on (B)(6) 2019, the patient successfully was placed the bd indwelling needle infusion through a single puncturing on the back of his left hand. The tube was sealed the same day, and the infusion was not found abnormally. When the nurse returned to the ward at about 15:20 to give the infusion in the afternoon, he found that the indwelling needle was tilted out on the skin and the end of the blood vessel was missing. Reported it to the doctor immediately and took the child to x-ray examination of the limbs and whole body of the radiology department revealed no significant foreign matter.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found breaking during use. The following has been provided by the initial reporter: at 14:30 on (B)(6) 2019, the patient successfully was placed the bd indwelling needle infusion through a single puncturing on the back of his left hand. The tube was sealed the same day, and the infusion was not found abnormally. When the nurse returned to the ward at about 15:20 to give the infusion in the afternoon, he found that the indwelling needle was tilted out on the skin and the end of the blood vessel was missing. Reported it to the doctor immediately and took the child to x-ray examination of the limbs and whole body of the radiology department revealed no significant foreign matter.